Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that customer was taking a lot of medications and was not taking the medications properly. Nothing further reported.